Event description:
It was reported that upon opening, the cuff was observed to be dirty. No patient involvement was reported.

Manufacturer narrative:
Other text: all information related to this complaint was sent to the supplier. A product sample was received for evaluation and was forwarded to the supplier for analysis. An internal scar has been opened and should additional information be returned pertinent to the investigation a supplemental report will be filed.